Manufacturer narrative:
It was confirmed that the delivery system balloon described was a non-medtronic product. Per the physician, it was confirmed that the balloon was caught on the anchor pin of the newly deployed cuff. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was implanted in the patient along with bilateral renal snorkeling for the treatment of a type 1a endoleak of a previously implanted evar graft. It was reported that the ettf3232c70e endurant cuff was deployed and delivery system removed without incidence. Upon removal of the delivery system balloon from the left renal artery, the physician commented that the balloon appeared to caught on an anchor pin of the suprarenal stent. It was stated that the physician then applied a strong pulling force on that delivery system and the delivery system came out while angiography evidenced that the balloon and inflation lumen remained in the body, with the balloon markers still close to the suprarenal stent. A non-medtronic 28.5 x 28.5x33mm cuff was deployed above the celiac in the dta over part of the balloon and inflation lumen. As per the physician, cause of the event was that the renal stent balloon came in contact with suprarenal anchor pin. No additional clinical sequalae were reported and the patient is fine